Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the implant site. It was noted that she could not even lay on that area. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. It was noted that she could not even lay on that area. The patient will undergo a pocket revision procedure.